Event description:
It was reported to nuvectra that the patient fell and subsequently could not charge the ipg or communicate with the external devices. A revision of the ipg was performed to enable charging and communication again.